Manufacturer narrative:
This report has been identified as event three of b. Braun melsungen (B)(4) internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc. No sample has been returned for investigation. Without the actual sample and batch, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Although no sample was returned, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). If the sample and or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility ((B)(4)): event 3. Connector opened. The connector opened after its green cap came off, and caused catheter withdrawal although the cap was hold with tape.